Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported a right side capsular contracture baker grade IV. Device has been explanted.

Event description:
Healthcare professional additionally reported a right side deflation.

Manufacturer narrative:
Additional data: b.5, d.1, d.2, d.4, g.1, g.5, h.6.